Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and inappropriate shocks were observed. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable. Lead serial number was unknown.